Event description:
It was reported that during an unk procedure, the contour was placed properly on the rectal bowel segment. The safety pin was placed all the way until the audible click was heard. The intermediate locking position was closed, and then the firing trigger squeezed all the way. As the jaws were released, it was discovered that the device resected the tissue but had not stapled it. No staples were found. Neither inside the reload nor within the pt/on tissue. Unk how case was completed. There were no adverse consequences for pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). A cs40g curved cutter was submitted to the (B)(4) lab for additional analysis to evaluate whether the cartridge used in this device had been loaded with staples. The cartridge was optically examined and then disassembled. The anvil was examined in the scanning electron microscope (sem) which has an energy dispersive x-ray spectrometer (edx) attached that is capable of identifying the elements present in a material. Multiple pockets in the staple anvil were examined with the sem, including a pocket from each of the four rows. In all of the examined pockets, there was evidence that staples had mechanically scraped the bottom of the anvil pockets. Additionally, the edx detected the presence of (B)(4) in the areas where the anvil pockets were scraped. These are the (B)(4) elements that are found in the staple alloy used in the curved cutter. The cs40g had evidence of a (B)(4) in the bottom of all of the examined pockets. This device consists of a cartridge and an anvil that are single use and the presence of (B)(4) in the pockets indicates that the device had staples when it was fired.